Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The suture was returned partially exposed from both needle slots. The whole suture was removed from the device and the length met specifications. The reported needle to cuff miss/suture retrieval was not confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar cuff miss/suture retrieval incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, the suture was missing. The device was removed. A second device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician has been trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.